Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted along with concurrent cystoscopy due to sui. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, urinary frequency, urgency and leakage, nocturia, bowel problems, vaginal discharge, urethral hypermobility and neuromuscular problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent I&d of perianal abcess with steton fistulotomy on (B)(6) 2005.